Event description:
It was reported that during implant surgery, the obturator broke off during the tunneling procedure. The obturator and tunneler were removed without incident. The pt experienced no injury.

Manufacturer narrative:
Results code other = obturator/tunneler. The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.